Event description:
It was reported to boston scientific corporation that a nasobiliary catheter w/jagwire was used during a endoscopic nasobilliary procedure performed in 2007 (patient gender, age, and weight are unknown). According to the complainant, after endoscopic nasobilliary device was placed, a black material was found betweeen the papilla and tube; it was removed. The doctor said end of the jagwire (about 2.5cm) detached during the procedure. An olympus endoscope was used in this procedure. The procedure was able to be completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The customer complaint was not confirmed for the nasobiliary catheter. Per the event description, it appears that the guidewire failed and not the nasobiliary catheter. The device as received was missing approximately 2.5cm of pebax on the distal end. The pebax appears to have been sliced or skived. No other defects were noticed. Although the exact cause of failure could not be determined at this time, it is probable that the damage to the pebax may have been caused by the use of a sharp instrument, metal cannula or the elevator of the olympus v-scope.